Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that her insulin pump delivered a 12-unit bolus that she did not programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.